Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Analysis determined that the setscrew of the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block and was cross-threaded. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the 3058 (njy501098h) was opened to sterile field. Proximal end of 978b128 (va2ba7m) was inserted in the battery header until blue lead tip noted at back of battery headed. Torque wrench included with battery inserted perpendicularly to battery header and into set screw opening. Torque wrench turned clockwise one full rotation until audible clicks noted. Gentle force applied to lead just outside of battery header to confirm set screw was seated properly. Proximal end of battery easily removed confirming the set screw did not seat properly. Torque wrench removed from battery header and replaced in set screw opening. Torque wrench turned counter clockwise 1/4 turn. Unable to advance lead into battery header. Torque wrench turned an additional 3/4 turn counterclockwise. Lead advanced into battery header and blue lead tip noted at back of header. Torque wrench turned full rotation clockwise until audible click noted. Gently force applied to lead pulled lead out of header once again. Process repeated 3 more times with similar results. Implanting physician inspected 3058 and noted that the set screw appeared to be, ¿at an angle,¿ in the battery header. Physician requested new 3058 (njy494791h) be opened to sterile field. New 3058 (njy494791h) opened to sterile field. 978b128 advanced into battery header until blue proximal lead tip noted at back of battery header. Torque wrench included with battery inserted perpendicularly to battery header and into set screw opening. Torque wrench turned clockwise one full rotation until multiple audible clicks noted. Gentle force applied to lead just outside of battery header. Lead remained securely seated in battery header confirming the set screw was properly seated. Battery placed in pocket and impedance checked revealing 4 green checks confirming impedances were within normal ranges. The issue is resolved at the time of this report.